Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The battery charger was adjusted from 225 vdc to 230 vdc during the service event. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed hung and failed to boot to a usable state. No pt serious injury or death was reported related to this event.